Event description:
It was reported the patient complained her scs ipg battery recharge burden is very high. The patient stated she charged her ipg to full charge and 35 minutes later the ipg was diminished to less than half full. The patient stated another time she had turned her scs stimulation off and the ipg battery depleted to approximately 50% after three days. Follow-up identified the patient had her scs ipg explanted and replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.